Event description:
The picture does not follow in real time.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same (B)(6) facility. The manufacturer has received the sample and will be evaluated. Results are expected soon.